Event description:
Patient revised on (B)(6) 2020 due to dislocation after multiple falls. Date of dislocation and date of primary surgery are unavailable. Surgeon explanted 36/+6 135/145 humeral cup and 36mm centered glenosphere with screw and implanted new larger 40mm centered glenosphere with screw, 40/+3 standard humeral cup, and 135/145 reversed adapter for an extra +9mm.